Event description:
It was reported that unstable speed occurred. A 1.75mm rotapro was selected for the procedure. Three ablations were performed successfully. During platforming, the speed was set at 180,000rpm outside the patient and the amount dropped by 20,000rpm. Then, the amount was raised to 180,000rpm by adjusting it again. During the fourth ablation, the rotation speed suddenly increased to 200,000rpm. The procedure was completed successfully with a another rotapro device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer:returned product consisted of the rotapro atherectomy device. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. During inspection of the device, the handshake connection was not able to be retrieved from within the burr housing. In order to inspect the handshake connection, the burr housing was dismantled and it was found that the handshake connection was separated within the sheath. The returned burr catheter was unable to be functionally tested due to the separated sheath. In order to determine the functionality of the rotapro advancer, a test burr catheter was used. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the advancer was able to reach and maintain optimal rpm with the test burr catheter connected with no resistance or issues. Product analysis confirmed the reported events, as the handshake connection was separated within the sheath. Separation of the burr catheter handshake connection can result in increased observed rpm during continued rotation of the advancer.

Event description:
It was reported that unstable speed occurred. A 1.75mm rotapro was selected for the procedure. Three ablations were performed successfully. During platforming, the speed was set at 180,000rpm outside the patient and the amount dropped by 20,000rpm. Then, the amount was raised to 180,000rpm by adjusting it again. During the fourth ablation, the rotation speed suddenly increased to 200,000rpm. The procedure was completed successfully with a another rotapro device. There were no patient complications reported.